Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure - slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer states that they have had 10 needles retracting slow so far. Customer states it is happening more often than not. Customer would like replacements, and she also has needles to return if needed. (B)(6) 2025, there has been no patient harm as a result of this issue. There has been on injury either, but this is because we are aware of the issue and use extra caution. I do not have the exact date, but I would say it began around (B)(6) 2025.